Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia and noticed that the cannula was bent on the infusion set. The customer reported that the high blood glucose levels was 30 mmol/l at the time of incident. The customer reported that she changed her infusion set and found that the blood glucose level was still high. The customer treated the high blood glucose level using the manual injections. Troubleshooting was performed. The customer reported that the blood glucose level went down to 4.2 mmol/l. The customer also ate an apple and suspended her insulin pump until the blood glucose level returned to normal. The customer reported no leaks and stated that there may have been air bubbles. Product is not expected to return for analysis.